Event description:
A report was received that the patient had pain at the pocket site. The patient will undergo a revision procedure.

Manufacturer narrative:
Sc-1110-02 (sn:(B)(4)) device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The ipg was analyzed and passed all tests. Ipg exhibited normal device characteristics. Sc-2218-50 (sn:(B)(4)) device evaluation indicated that the lead passed visual and photographic imaging tests performed. The damage to the lead was consistent with damages done during the explant procedure and was not considered a failure. Sc-2218-50 (sn:(B)(4) the damage to the lead was consistent with damages done during the explant procedure and was not considered a failure.

Event description:
A report was received that the patient had pain at the pocket site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and the leads were explanted. Lead malfunction was suspected. No malfunction with the ipg. The patient was reportedly doing well. Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient had pain at the pocket site. The patient will undergo a revision procedure.